Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the top 2 teeth have been damaged (chipped) by the way the aligners are shifting the teeth. The dentist advised stopping byte treatment because byte has caused damage to the teeth's alignment/bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.